Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: a review of the pump¿s black box data revealed pump reboots. There was no visible damage to the battery compartment. The pump was not returned with the battery cap, and a test cap was used to complete the investigation. The test cap was able to fully secure onto the pump. The pump could not be exercised for 24 hours, and the power complaint could not be adequately investigated. The pump was opened and no moisture or loose components were observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.